Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system would not power up due to the communication bus cable with burn mark. A field service engineer replaced the communication bus cable to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly went to black screen and the system would not turn on. During inspection, found a communication bus cable with burn marks. Customer reported that there was no spark, smoke or fire. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly went to black screen and the system would not turn on. During inspection, found a communication bus cable with burn marks. Customer reported that there was no spark, smoke or fire. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been corrected: h6 and h11 has been updated. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-oct-2022 to 18-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system went offline. A field service engineer found that the issue was due to faulty pyxibus cable with burn marks that grounded to back panel of drawer 1. Replaced the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.